Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to load a new cartridge with assistance from cts, but the cartridge alarm recurred, so cts decided to replace the pump under warranty. The customer reverted multiple daily injections (mdi).